Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer investigated the cause from the results of the investigation but did not find the true cause. Regarding the flickering of the image, wear of the scope socket has been confirmed from the attached file. This phenomenon may have occurred because the scope could not be connected correctly temporarily due to wear. The legal manufacturer checked the contents of the instruction manual when we checked the contents of the instruction manual at the time of product shipment regarding image flicker, the following description was found. As a result, it is judged that the indicated phenomenon can be prevented. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and / or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ intermittent image¿ was not confirmed. The unit was tested with a test cv-190 video processor and test ltf-s190-5, ltf type vh scopes and the video image was functioning normally. However, the customer¿s concern of a ¿connection issue¿ was confirmed during evaluation as a worn out scope socket was unable to maintain the high intensity mode. In addition, the unit was equipped with a non-olympus lamp that was over 500 hours and a new type switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, an intermittent image was observed. The customer believes there was an issue with the unit¿s connection area. It is unknown if the intended procedure was completed. There was no patient injury reported.